Event description:
It was reported that the surestep catheters were leaking. The patient was urinating around the catheter, and they were kinking or obstructing with little to no flow. Per additional information via email on 28apr21, customer stated that the balloon did not stay inflated. They injected 10 ml of saline while insertion and within 48 hours they have noticed leakage. They draw back and got 7 ml of saline. Again they have re-injected 10 ml of saline, and then it seems to work fine.

Manufacturer narrative:
The reported event was inconclusive. A potential root cause for this failure could be due to "balloon not completely sealed to shaft". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use directions for use: -proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon - once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck - secure the foley catheter to the patient -position hanger on bed rail at the foot of the bed note: exercise care to keep bag off the floor - use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked. Foley catheter removal 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the surestep catheters were leaking. The patient was urinating around the catheter and they were kinking or obstructing with little to no flow . Per additional information via email on 28apr21, customer stated that the balloon did not stay inflated. They injected 10 ml of saline while insertion and within 48 hours they have noticed leakage. They draw back and got 7 ml of saline. Again they have re-injected 10 ml of saline and then it seems to work fine.